Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch vita meter would not power on. The complaint was classified based on the customer service representative¿s (csr) documentation. The patient stated that the alleged power issue began at an unspecified time on (B)(6) 2014. It is not known what medication, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated ¿at midnight¿, she developed symptoms of ¿nausea and trembling¿. The patient immediately self-treated with more food/drink in response to the symptoms. At the time of troubleshooting, the csr documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.